Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according with the information provided, it was reported that during an acl reconstruction the 35mm modular driver milagro advance tip bent. The complaint device was received and evaluated. Upon visual inspection, it could be observed that the driver has some marks of use as usual on these type of reusable devices. When reviewing the distal tip, it was found that it is bent. A manufacturing record evaluation was performed for the finished device 1303001 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and functional test result, this complaint can be confirmed. The root cause for the issue reported can be attributed to procedural variables, such handling of the device or product interaction during procedure; since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a bent tip. As per (B)(4); end of useful instrument life is generally determined by wear or damage from handling or surgical use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the 35mm modular driver - milagro advance tip was bent. The procedure was completed with the same device. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.